Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation (tavi) procedure using a 34mm evolut pro+ valve, a pre-implant balloon dilation with a 23x40 non-compliant balloon was performed. The procedure was challenging due to angulation, which necessitated a change from a medtronic guidewire to a non-medtronic guidewire for additional support. During the deployment attempt, more than three recaptures of the valve were performed. Subsequently, the device was withdrawn and replaced with a new 34mm valve. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Image review: pre-implant computed tomography (CT) imaging and field team case report provided. CT findings: pre-implant CT from (B)(6) 2024. Suboptimal imaging due to noise artifact. Imaging confirms a horizontal aorta with an aortic root angulation of 68° in the coronal view and 69° in the coplanar view. CT confirms sizing for 34 mm evolut with annulus perimeter 85.3 mm, perimeter derived diameter of 27.2 mm. No systolic phases provided - please note; systole may yield a larger aoritc annulus measurement. The sinus of valsalva (sov) mean diameter measured 37.2 mm which aligns with the evolut sizing matrix.mild calcification of the aortic valve leaflets with a deposit (measuring approximately 2.6 mm x 10.0 mm) located at the commissure between the left and right cusps. Report review: case report provided from 2/10/2025. Annulus perimeter is 83.0 mm with a perimeter derived diameter of 26.4 mm suggesting a 34 mm evolut. Annulus measured in diastolic phase. Aortic root angulation is 65°. Twelve media files were provided for review. Fluoroscopy valve load inspection was not provided for review thus it is not possible to validate a good load. A pre balloon aortic valvuloplasty was performed prior to the valve implantation attempt. During at least one deployment attempt, possibly the first deployment, the valve appeared to be properly expanded but valve depth is unknown as an angiogram was not performed. It was reported that the valve recaptured more than three times. As stated in the instructions for use (IFU), deployment of the bioprosthesis can be attempted 3 times. If the bioprosthesis is recaptured a third time, it must be removed from the patient. During a subsequent attempt, an infold occurred. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. It was reported that a new valve was used. There is evidence of an infold with the new valve during deployment. The valve was released with a residual infold and there is no evidence of any further intervention. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.